Manufacturer narrative:
All available information was investigated and, the returned device analysis could not replicate the reported material separation in the testing environment; however, this was confirmed as the clip was returned detached from the delivery catheter inside a plastic bag within the tray. The reported entrapment of device could not be replicated in the testing environment as this was likely an outcome of procedural circumstance. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents from the reported lot. It should also be noted that per the instructions for use (IFU) which states that ¿deployment step 1: lock line removal¿ is part of the clip deployment process. According to the case details, this step was missed which resulted in application of excessive curves on the device. Therefore, the reported improper or incorrect procedure or method was an outcome of user deviating from the steps outlined in the IFU. A cine was received and reviewed by a clinical engineering research and development staff engineer. The images (3 images) and a video (1 video) received from the account were reviewed. Still image #1: in this fluoroscopic image, the first implanted clip and reported incident device can clearly be identified. The dc shaft and ro ring of the dc shaft of the incident device are easily discerned. The clip arms are opened to ~ 200° and appears to be separated from the dc shaft and the end of the threaded stud can be seen, indicating it is no longer attached/threaded on to the coupler. However, the clip remains in close proximity to the l-lock shaft of the dc shaft; this is likely due to the lock line still connected/looped through the harness of the clip preventing the clip from migrating. This aligns with the reported incident details that the clip was deployed but the lock line removal step was missed/not performed. There is no indication that the hinge pins of the clip are disengaged. Lastly, a snare can be seen exiting the distal end of the device by the clip which also aligns with the reported details. Still image #2: in this fluoroscopic image, the first implanted clip and reported incident device can clearly be identified. There are severe/extreme curves applied to the system/reported device, which aligns with the reported details that "there were strong curves on the device". The sgc and reported cds do not appear to be straddled as the marker bands on the steerable sleeve are distal to the sgc tip ring. The clip arms are opened to ~200°. The connector of the clip appears to be off-axis of the l-lock shaft, indicating that the l-lock tines are no longer engaged in the connector windows. In addition, the end of the threaded stud can be seen, indicating it is no longer attached to the coupler. However, the clip remains in close proximity to the l-lock shaft of the dc shaft; this is likely due to the lock line still connected/looped through the harness of the clip preventing the clip from migrating. The observations align with the incident details that the clip was deployed but the lock line removal step was missed/not performed. There is no snare visible in the image, indicating that this image was taken before image #1, prior to inserting the snare. Still image #3: this image was taken of the cath lab in which two physicians, the reported mitraclip system, and the fluoroscopic monitor are in view. Zooming in on the image to focus only on the fluoroscopy montior, the report system can be clearly identified. There does not appear to be any curves on the system. Similar to the previous two images, the clip arms are opened to ~200°. The connector of the clip appears to be off-axis of the l-lock shaft, indicating that the l-lock tines are no longer engaged in the connector windows. In addition, the end of the threaded stud can be seen, indicating it is no longer attached to the coupler. The observations align with the incident details that the clip was deployed but the lock line removal step was missed/not performed. Fluoroscopic video "crossing the septum": in the fluoroscopic video provided, the inserted snare is looped around the right clip arm. The dc shaft and ro ring are also clearly visible in the video. Initially, as seen at the 00:03 mark, the dc shaft/snare/clip are aligned axially, however, the connector of the clip is separated from the l-lock shaft, which aligns with the reported details that the user deployed the clip. At the 00:04 mark the snare, dc shaft, and clip are retracted, presumably over the septum as reported. At around the 00:006 mark the clip remains snared and clearly separated from the dc shaft. Medical advisory review: this event was further reviewed by an abbott medial affairs manager and the reviewer stated that: ¿as per IFU, the clip should be deployed only after having removed the lock-line, which, as per event description, was not done by the physician. The physician did not follow the IFU and, due to this, the event should not be correlated with the device but ¿ in case ¿ with the off-IFU maneuvers the physician performed.¿ the reported material separation is a cascading effect of the reported improper or incorrect procedure. The reported entrapment of device appears to be due to user technique/procedural circumstance. The observed missing components (gripper, harness, and connector), material separation (disengaged hinge pins) and corroded actuator coupler are a result of procedural circumstance/operational context. The reported removal of foreign body, surgical intervention, delayed therapy/treatment, and unexpected medical intervention appear to be related to case specific circumstances as a surgeon was called in for clip retrieval and the clip was surgically removed using a snare. All available information was investigated, and the reported improper or incorrect procedure or method was an outcome of user deviating from the steps outlined in the IFU.

Event description:
This is filed to report separation, intervention, clip caught in chords, surgery. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (dmr) with a grade of 4. One cds was advanced to the mitral valve and implanted and mr reduced to 2. Noted enlarged atrium. Another cds (lot 10218r121) was advanced to the mitral valve and during deployment, the clip inverted and broke away from the delivery system because the lock line was not removed during deployment. A snare was used to retrieve the clip. No other clips were implanted. There were no adverse patient sequela and there was no reported clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was provided: the clip became caught in the chords several times, and was not able to be freed but was able to grasp the leaflets. There were multiple grasping attempts but a good deep grasp was achieved. There was no evidence of chordal rupture or leaflet injury. There were strong curves on the device and during talking with the physician over this issue- the step was missed to remove the lock line. The snare went in next to the sgc and a device was used to snip the septum to make it larger so the clip could be removed in its inverted state. A balloon was used to further dilate the septum and once the clip was removed with the snare, the septum was closed with a gore closure device. Vascular was called at some point but there was over a 2 hour wait for them and the patient remained on the table the entire time. The clip was able to be brought all the way down to the groin and was ultimately removed by the vascular physician's fingers. At this point the clip was flung across the room and onto the floor. The gripper, harness and connector were missing and it is assumed that they were lost on the floor as these parts are visible on echo and they were not seen in the anatomy in the provided photo and video. No additional information was provided.

Manufacturer narrative:
(B)(4). It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report separation, intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (dmr) with a grade of 4. One cds was advanced to the mitral valve and implanted and mr reduced to 2. Noted enlarged atrium. Another cds (lot 10218r121) was advanced to the mitral valve and during deployment, the clip inverted and broke away from the delivery system because the lock line was not removed during deployment. A snare was used to retrieve the clip. No other clips were implanted. There were no adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.